Event description:
It was reported the pink slide insert did not move forward, indicating that there was a needle mechanism failure. The patient also reported that the cannula had dislodged from the infusion site while worn for between 37 and 48 hours. No adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.